Event description:
A (B)(6) male pt contacted zoll customer support to report a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the trunk cable connector was cracked exposing wires. Upon evaluation, the orange (+5v) wire was open in the trunk cable connector. The cause of the service code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the open orange wire. The cause of the open wire is the damaged trunk cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.